Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 136.0 and 137.0 cm from the proximal end. The introducer sheath friction lock was wrinkled. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed pusher assembly kinks. If the device is forcefully advanced against resistance, damage such as these may occur. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter with resistance due to the kinks in the pusher assembly. Further evaluation revealed that the introducer sheath friction lock was wrinkled. This damage was likely a result of handling during attempts to advance the smart coil during the procedure. No other devices associated with the complaint were returned for evaluation, and therefore, the root cause of the reported resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a trans-arterial embolization (tae) procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a non-penumbra guide catheter, and a non-penumbra microcatheter. During the procedure, the physician successfully implanted six smart coils in the target vessel using the guide catheter and the microcatheter. While attempting to advance the next smart coil out of its introducer sheath; the physician experienced resistance and subsequently, the smart coil became stuck after advancing a few millimeters within its introducer sheath; therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.